Event description:
Anesthesia circuit found to be of poor design - glued together at connections - comes apart easily and glue chips off (high risk for pt aspiration). Diagnosis or reason for use: ventilator set-up for anesthesia machines.